Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the da vinci product involved with this complaint to perform failure analysis. Failure analysis of the iesu viodv generator with an in-house system found no functional issue. During testing, the iesu viodv generator failed to recognize the test instrument. Investigation confirmed a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the monopolar instrument was unable to be energized when activated. The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the system displayed "activation interrupted" prompt. Troubleshooting was attempted by power cycling the integrated electrosurgical unit (iesu) viodv generator, reseating the energy instrument, exchanging the instrument and energy cable; however, the issue remained persistent. Review of the site¿s system logs confirmed no related error. The user was instructed to use the same monopolar instrument into another generator. Once this was performed, no further issue was observed. The user continued with the procedure using the same instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and no particular problem was experienced during startup. The iesu viodv issue manifested during the procedure. The user did not try to connect the same instrument into the other port into of the iesu viodv generator as part of their troubleshooting.

Manufacturer narrative:
It was reported that during a da vinci-assisted procedure, the monopolar instrument was unable to be energized when activated using the integrated electrosurgical unit (iesu) viodv generator. Based on the claim against the product by the customer noting iesu viodv generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported issue was reproduced during field evaluation. Investigation indicated a defective iesu port. Replacement of the entire iesu viodv generator resolved the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, investigation has not been completed as of this time. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Verification via procedure logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse's investigation the probable root cause of the iesu viodv generator issue cannot be determined based on the information provided. Since the product was not returned and the log review was performed and found no related issue, the reported event was unable to be confirmed. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third part esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.